Event description:
A cartridge change error was reported with the pump. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer was assisted by technical support to check the o-ring and pneumatic tap and clean the area, but they could not successfully load the new cartridge. After escalated troubleshooting, it was determined that the issue was with the cartridges themselves, as the old cartridge functioned correctly. As a solution, four new cartridges were sent to the customer, and the customer was also transferred to supplies to renew their order.